Event description:
It was reported that on (B)(6) 2026, "both front wheels broke and the rollator collapsed" when customer sat on it.

Manufacturer narrative:
It was reported that on (B)(6) 2026, "both front wheels broke and the rollator collapsed" when customer sat on it. Customer stated he sat down on the rollator while he was at the store and the "wheel broke loose" causing him to "fall and hit the ground". Customer stated he had "a little pinch between the shoulder blades" and went to the ER. The customer was unsure if he spent the night, and was told by the ER his injury was a "bad bruise". Customer reported having a history of "chronic lower back pain" and was taking pain medications to manage his lower back pain. No new medications were prescribed and no further treatment was required. No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.